Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Chu was notified that hospital staff reported to hospital purchasing manager the following incident occurred during a spine procedure: surgeon was using 388.72 rod cutter. The rod cutter fell apart when pressure was applied, and pieces of it fell into the wound. The surgeon retrieved all fragments from the wound, and then used another rod cutter to complete the surgery, with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The rod cutters design is appropriate for its intended use. This open rod cutter has been in clinical use for approximately 18 years with only 1 previously reported complaint. A visual inspection revealed the cutting edges were badly chipped. Titanium rods were tested by placing a rod in an area of the jaws that wasn't damaged and a function test was carried out. The cutter sheared the rod without any affect to the jaws suggesting that the cutter was damaged due to a handling error. This complaint is indeterminate as it is impossible to tell how the cutter was being used at the time of the event or with what system.

Event description:
Event was reported to the complaint handling unit ((B)(4)). This is 1 of 1 report for this complaint (B)(4).